Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation of the delivery catheter pod was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar separation of the delivery catheter pod incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, de novo, mid internal carotid artery (ica), the emboshield nav6 embolic protection system (eps) delivery catheter (dc) was used when the proximal shaft just after the radiopaque marker band of the eps pod was noted to be separated. The device was removed from the anatomy without reported issue. A different device was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.